Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A distributor contacted zoll to report a patient death. The patient passed away on (B)(6) 2016 while wearing the lifevest. A review of download data shows the lifevest detected an arrhythmia at 04:07:38. The patient was in sinus tachycardia at 133 bpm degrading to vf with motion and tactile artifact. The lifevest properly detected the ventricular arrythmia and alarmed accordingly. At 04:08:00, the patient's wife pressed the response buttons which delayed a lifevest treatment. The patient remained in ventricular fibrillation until the electrode belt was disconnected at 04:18:46. The lifevest did not detect the ventricular fibrillation between 04:08:19 and 04:18:46 due to motion artifact. The source of the motion artifact is unknown; however, the patient was transported to a medical facility where he passed away. There is no alleged deficiency against the device.